Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch # unk. Additional information requested: does the account reprocess harmonic devices ¿ meaning that the device was used on one patient, then cleaned and resterilized and used on another patient? Did the gen11 display any yellow alert screens during the procedure? If yes, were the troubleshooting techniques followed? Describe what steps was there any contact with metal during activation of the device? Were there any transactions across staple lines? Did the surgeon request biocompatibility for the blade tip?

Event description:
It was reported that during a gynecology intervention procedure, the device blade broke off and fell into the abdomen. The piece of blade was detected in the abdomen after an x-ray exam. To retrieve the broken piece of blade it was necessary to do a reintervention the day after. Device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: affiliate sales rep responded: what was the surgical procedure? Laparoscopic myomectomy. What is the surgeon¿s experience with harmonic ace devices? Intermediate. When was it discovered that the blade tip was broken off? At the end of the procedure? Yes. Why was piece not retrieved during the initial operation? Because the piece was not visible. When was x-ray done, during initial procedure or post-operatively? Post-operatively what prompted the surgeon to remove the blade tip the next day? Because of anesthesiology reasons. Does the account reprocess harmonic devices ¿ meaning that the device was used on one patient, then cleaned and resterilized and used on another patient? No. Did the gen11 display any yellow alert screens during the procedure? Yes. If yes, were the troubleshooting techniques followed? Describe what steps. They stopped using harmonic, turned off and on gen11 re started again. Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No. Did the surgeon request biocompatibility for the blade tip? No.